Manufacturer narrative:
Pc-000854398 date sent to FDA: 09/21/2021 this event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: february 1, 2017 through march 31, 2017 psr submission number: 2210968-2017-00652 psr report identifier: 2210968-2017-01284 all event details will now be captured via emdr report number 2210968-2021-08683.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2006. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.